Event description:
Disposable shaver blade x 3 plugged during case- surgical tech attempted to flush the blade and cannula out multiple times and as soon as surgeon started to use the blade would clog and added additional time to the surgery. Surgeon opted to use a different size shaver blade and proceeded with case in a normal fashion. Vendor was notified and swapped out the shaver box for new ones with different lot numbers.